Event description:
It was reported that during the lead placement phase of stage one deep brain stimulation (dbs) procedure, the physician encountered difficulty positioning the lead and elected to abort the procedure. The physician assessed that cerebrospinal fluid (csf) loss following dura penetration led to brain shift, which was unrelated to the dbs lead. Physical analysis of the dbs lead was not performed as it was discarded by the facility, the patient recovered well postoperatively.

Manufacturer narrative:
Block d2b: additional pro codes nhl, pjs.